Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical voltage and backup battery fault alarms was confirmed via the submitted log files. The submitted controller event log file was reviewed and contained data from 15sep2025 - 22sep2025 per timestamps. Throughout the log file, intermittent atypical low voltage hazard and power cable disconnect alarms were captured while connected to a mobile power unit. The alarms were due to the voltages on the white and black power cables fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. Additionally, a backup battery fault alarm correlating to a load test condition was observed on 20sep2025 from 06:51:43 to 14:51:04. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The system controller was exchanged on 20sep2025 in response to the observed alarms. The atypical power cable disconnect and low voltage alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Provided information indicated that the controller was exchanged and the irregular voltage alarms persisted. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information indicates the controller exchange resolved the alarms and no further issues were reported. A root cause for the reported event was not conclusively determined through this analysis the device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 07jan2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault low voltage hazard, power cable disconnect, and no external power alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller exchange resolved the alarms.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2025 with complaints of low voltage alarms while connected to the mobile power unit (mpu). The mpu was inspected and found to be functioning appropriately, and the patient was discharged home. Later that week, the patient contacted the clinic again to report continued intermittent low voltage alarms occurring both while on mpu and while on batteries. The patient confirmed that all connections had been checked and were secure. No abnormal pump parameters were reported at that time. On (B)(6) 2025, the patient contacted the ventricular assist device (vad) emergency line due to low voltage alarms and a controller fault accompanied by a yellow wrench. With provider approval, a controller exchange was performed. The patient and caregiver opted to complete the exchange at home following a verbal walk-through provided by the vad coordinator. Post-exchange, vad parameters returned to normal ranges and the patient tolerated well. Log files confirmed the presence of reported alarms between (B)(6) 2025 and (B)(6) 2025. A fault related to the emergency battery backup (ebb) was recorded on (B)(6) 2025, due to the ebb failing the load test.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.